Event description:
It was reported in a general complaint that during therapies, they allege the clamps break very often. As a result, they are exchanged. There have been no patient deaths or complications reported. It is not known how many times this has occurred. It was noted they feel the material of the clamps is too hard compared to competitors' clamps.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.